Event description:
Patient reported, to a rupture. Diagnosed by ultrasound and MRI. This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
(Health effect - impact code 4): f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Explanting physician: dr. (B)(6). Reason for reoperation: rupture.

Event description:
Patient reported, to a rupture. Diagnosed by ultrasound and MRI. This relates to the left side. Device has been explanted and replaced.